Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot or serial number, a service history record review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the foot pedal will not stop running unless it is unplugged and plugged back in again. The hand piece reads as "not detected" on the console. The complained issued occurred happened intraoperatively; however, the device was not used on the patient and there was no surgical delay. This report is 2 of 3 for com-(B)(4).

Manufacturer narrative:
A service & repair history review was performed, the investigation of the complaint articles indicates that the: part no: 05.001.401, serial/lot no: (B)(4). A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 16-sep-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a service and repair evaluation was performed for the subject device. The customer reported the hand piece was read as non-detectable by the console. The cause of the issue is unknown. The device was sent to the vendor for repair on 15-oct-2015. The vendor reported that the item passed testing. The item will be returned to the customer upon completion of service and repair process. The evaluation was unconfirmed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.